Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited oversensing of noisy signals of a non-physiological artifact on the rv channel. It was noted the patient was device dependent. Ts was unable to confirm if there was asystole in the event. Ts recommended increasing the rv sensitivity. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).